Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 297 units of insulin. Tandem technical support was unable to perform troubleshooting as a new cartridge was loaded prior to calling. There was no reported impact to the customer's blood glucose level. Although requested, no further information was provided by the customer.